Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial blank display. Customer¿s blood glucose level was 96 mg/dl at the time of incidence. Customer was advised that the pump had need to be replaced. Customer had advised to discontinue use of the pump and revert to back up plan per healthcare professional instructions. Troubleshooting was performed. Insulin pump will return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Unit display properly. No blank, missing segment/partial display anomaly noted during testing.